Event description:
Correction to no programming changes made.

Manufacturer narrative:
Correction: b5 and h6 for programming changes not made.

Manufacturer narrative:
Section e: patient's physician : (B)(6).

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that non sustained right ventricular oversensing, noise was observed on the right ventricular channel with associated pacing inhibition. Programming changes were recommended. The right ventricular lead was being monitored. The patient was stable.